Event description:
Case description: us spontaneous report. An infection control practitioner reported the hosp had a cluster of infections in pts where gelfoam powder was used in spinal fusion surgeries. There were six pts in total. The pt had to return to surgery for debridement. This report is for the first of six pts. Gelfoam packaged in glass containers has been the subject of a 10-day recall. The aluminum lid liner may produce aluminum fragments when opened. Compromise of sterility has not been demonstrated with this product.

Event description:
Additional information was received on 08jan2001. This pt had signs and symptoms of infection three days post operatively with increased temperature and redness and swelling at the incision site. Five days post operatively, the pt had a positive blood culture with signs and symptoms of bacteremia. The reporter noted that the hospital does approximately 180 similar surgeries per month and that these six cases are not necessarily signigicant or meaningful. 2000037687us, 2000037688us, 2000037689us, 2000037690us and 2000037691us bya the same source.